Event description:
Patient's wife/user of the fmc dialysis device called tech support to report receiving the liberty cycler "recall letter". She reported the patient had all the symptoms listed in the letter, and the patient has passed away. During follow up the patient's wife reported extensive medical history of the patient beginning (B)(6) 2012 that included multiple hospitalizations related to fluid overload - including cardiopulmonary arrests, pleural effusions, severe anasarca, etc. The patient's care included intense peritoneal dialysis. On 04/13/2012 the patient called to inform his wife that he was not feeling well. Upon arrival she found paramedics working on the patient. The patient subsequently passed away. Patient was not connected to the cycler at the time of death.

Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates there were no cycler issues or complaints prior to patient's death. Patient had recent hospitalization events related to not doing dialysis. The fmc pharmacovigilance physician concludes that a review of the records indicate patient was suffering from insufficient dialysis. There are no reported problems of device malfunction. Patient's symptoms of anasarca resolved with intense peritoneal dialysis; pericardial effusions are not unusual in patient on dialysis with a certain degree of uremia. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.